Event description:
IV tubing separates freely from drip chamber. When IV first spiked set appears intact, when IV is hung line separates from drip chamber at connection. Happened x 3 other events this week with this set and lot #.